Event description:
A review of svc data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed the pulse-lead hipot and insulation resistance tests. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation the trunk cable connector was broken. The cause of the failed pulse-lead hi-pot and insulation resistance tests was the damaged trunk cable connector. The root cause for the broken connector could not be positively identified, but the damage likely resulted from excessive force on the connector. No adverse event resulted from the damaged electrode belt. The last pt to use this belt did not report any deficiencies.